Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s mother stated she did not see the skin reaction until the sensor was removed. There was scarring and a hole in the patient¿s skin where the sensor wire had been. Scarring was caused from the current skin reaction. The reaction was mainly in the area of insertion, on the right side of the patient¿s abdomen, about 3 inches from belly button. No treatment was performed and no medical intervention was reported. No additional event or patient information is available.